Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter got stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). The physician selected a 2.4mm jetstream catheter to perform atherectomy over a non bsc guidewire. The catheter was unable to reach the treatment site as the catheter got stuck on the guidewire. The device was removed and the procedure was completed with a different device. No patient complications were reported.